Event description:
During surgery he experienced excentricity of the thread tap. The implant appeared somewhat mobile in site. Dr. Elected to remove the implant and re-prepare the site for a different implant. Pt is reportedly fine.